Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported the patient experienced a lead breakage issue. The hcp could not understand this situation and how to explain about the reason of this issue to patient and caregiver. A revision was performed. There was no specific issue, or no traffic accident that contributed to the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the lead breakage was discovered post-operatively and that no patient symptoms were experienced. The lead replacement was carried out immediately at the time of the event, though the specific date was unknown. It was noted the cause of the issue was unknown. There were no further complications reported or anticipated.